Event description:
The customer reported that the analyzer produced a beta-hcg result of 0.12 miu/ml on a pt sample. Repeat analysis of the same pt sample produced a beta-hcg result of 101 miu/ml. A field engineer visited the site and performed maintenance on the analyzer. There was no report of pt harm as a result of this occurrence.